Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was pain at the site of the stimulator. Patient stated it felt like the stimulator had moved closer to surface of skin. Patient reported it hurt all of the time. However, was not red or swollen. No patient fall reported. A healthcare provider looked at the stimulator pocket and palpated the area. Hcp will order and x-ray and have doctor look at the area. The manufacturer's representative tried to read the battery but patient had not charged in 2 weeks. Rep was not able to read the battery. Patient did not have a charger. Issue has not been resolved. Surgical intervention is unknown. Rep will have further information after the x-ray. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient had a pocket revision on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a revision surgery where the generator was repositioned in (B)(6) 2018. No further complications were reported.